Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. As reported, the plug of a 6f exoseal vascular closure device (vcd) was pulled out during deployment, resulting in failed closure and failure to achieve hemostasis. Manual compression was then used. There was no reported patient injury. At a 40° angle, the device was slowly withdrawn, and after the indicator showed pulsatile blood flow had stopped, the device was further withdrawn by 1 cm. The indicator window turned solid black, and after pressing the plug deployment button and removing the device, the plug was found to have been pulled out. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible upon removal. The exoseal vcd was used during an interventional procedure via a retrograde approach via the right femoral artery. The procedure was performed for a lower limb arterial stenosis recanalization procedure. The user was trained on the device. There were no visible signs of device or packaging damage prior to use. A cordis avanti+ 6f sheath introducer was used. The device was stored and prepared per the instructions for use (IFU). Angiography confirmed femoral artery suitability, including the correct insertion angle, and the vessel diameter was verified to be =5mm. The puncture site showed mild calcium/plaque and mild tortuosity. No stent was located near the site, and no vessel stenosis >50% was observed. The target femoral site had not been closed with a device or manual compression within 30 days prior, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was in the black/white and red position. No additional anomalies were observed during this visual analysis. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the device returned as it was received fully deployed with no anomalies noted in the internal mechanism, and no plug returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿as per the (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was pulled out during deployment, resulting in failed closure and failure to achieve hemostasis. Manual compression was then used. There was no reported patient injury. The procedure was performed for a lower limb arterial stenosis recanalization procedure. The physician had many years of experience using the exoseal device. A retrograde puncture via the right femoral artery was performed using a cordis short sheath. At a 40° angle, the device was slowly withdrawn, and after the indicator showed pulsatile blood flow had stopped, the device was further withdrawn by 1 cm. The indicator window turned solid black, and after pressing the plug deployment button and removing the device, the plug was found to have been pulled out. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.